Event description:
Event description guidant received information that the patient with this device presented with a heart rate of 30. The caller is checking the device. It is in backup-reset mode and can not be taken out of that mode. Technical services recommended changing out the device.